Event description:
Three days after undergoing multiple stent implantations, the patient sustained an acute thrombotic event and expired. After patient expired, the physician "thinks that the event was an acute thrombosis". No autopsy was perfomed, and the cause of death is unk.

Manufacturer narrative:
During the index procedure, the patient was admitted for an elective procedure with coronary artery disease and acute myocardial infarction. The patient had no known allergies pre or post procedure. The angiogram showed that the proximal (cx) circumflex lesion had 80% stenosis, distal circumflex 95% stenosis, the mid (lad) left anterior descending artery was 90% stenosis, rc was 30%-40% stenosis and the right coronary artery was 60% occluded. The lad had a denovo lesion, calcified, eccentric, and type b lesion. The lesion length was 20mm and the diameter was 2.75mm. Both the proximal and distal cx lesions were denovo, calcified, eccentric, and type b. The lesion length for the proximal cx was 15mm and the diameter was 2.75mm. The lesion length for the distal cx was 16mm and the diameter was 2.5mm. Percutaneous coronary intervention was performed on all the vessels. The lesions in the lad and the distal cx were pre-dilated with a 15x20mm sprinter balloon at 16 atmospheres (lad) and 10 atmospheres (cx). A cra232752 stent was deployed in the lad at 16 atmospheres for 5 seconds. A cra18275 stent was deployed in the proximal cx lesion at 12 atmospheres for 5 seconds. A cra18250 stent was deployed in the distal cx lesion at 10 atmospheres for 5 seconds. 75x23mm cypher stent was deployed at 18 atmospheres with excellent outcome in the rca. A 2.75x18mm cypher was deployed at 18 atmospheres for 10 seconds with excellent runoff. Angiographically the stents appeared perfectly deployed. Healthy tissue to healthy tissue was covered by the stent. The stents were not post-dilated. There was no residual stenosis present. The pre-procedure timi was one and after the procedure was three. Appt, fib and inr were measure during the procedure, but the results were not provided. The procedure was successfully completed. The patient was discharged with a diagnosis of post coronary angiography and percutaneous coronary intervention. Pre procedure, the patient received aspirin (300mg), plavix (300mg), heparin (6500 units) and simvastatin. Post procedure medications included aspirin (300mg), plavix (75mg), ace inhibitors, heparin and simvastatin. The product remained implanted and is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This product (cra18275) is not sold in the us, but is similar. This is the first of three products used during the same procedure on the same patient, which is associated with mfg's report #9616099-2007-00160, 9616099-2007-00161 and 9616099-2007-00162.